Manufacturer narrative:
Na

Event description:
At the gamma3 operation, insertion of the u blade was difficult. The surgeon removed the sleeve and tried to reinsert the u blade and at that time, the u blade broke.